Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user faiclity: event 1 (B)(6) medical center patient presented for taxol. 1330-pt started the taxol infusion. 1342-pt started to have facial flushing, leg pain, chest pain, difficulty breathing. Infusion was stopped. Emergency medications were provided. Md was called in immediately.